Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3692 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeq3692) have been reported from the same facility in (B)(6).

Event description:
It was reported, when removing the guidewire, it presented resistance, visualized by the wrinkling of the skin under the catheter. Thus, it was necessary to cut the catheter and activate the surgical shift to perform the removal of the fragment that remained inside the vessel of the patient's right upper limb.